Manufacturer narrative:
Correction made to g1: vantive healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Previously submitted as: ecm - baxter healthcare ¿ haina, piisa industrial park antigua, carretera sanchez km 18 1/2, haina, san cristobal 91000, dominican republic. Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during fill two of seven of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that the red line of the homechoice cassette was leaking, which led to this alarm. Renal therapy services (rts) assisted the hp with ending the therapy session. Rts reviewed proper procedures per the user manual with the hp and suggested the hp contact their pd registered nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.